Manufacturer narrative:
Batch review performed on 26 february 2020. Lot 167097: (B)(4) items manufactured and released on 03-nov-2016. Expiration date: 2021-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 1 year and 4 months after previous surgery. The surgery was completed successfully. The patient had a pervious revision of competitor products and the surgeon implanted medacta revision, that is why the gmk rev is being reported.